Event description:
History of prothesis for fx hip. Date & place of surgery unknown. Over past year developed left hip, leg & knee pain. X-ray showed loosening of prosthesis with significant shortening. Revision of left total hip redo on 3/24/97.